Event description:
Home pt reports pt line of homechoice set becomes disconnected from transfer set during homechoice treatment, resulting in the system error 2240 alarm. Baxter technician assisted home pt in ending treatment for evening and instructed home pt to go to the hospital. No pt injury or medical intervention reported by affiliate.